Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an unspecified number of tubes opened during transport. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. The images sent refer to gel tubes; no edta tube photos were provided. Therefore, retention samples from bd inventory were functionally evaluated for stopper pop off and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an unspecified number of tubes opened during transport. There was no health impact or consequences reported.